Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Distributor reported complaint to manufacturer on 02/21/2017. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted (B)(6) several times via email to obtain the contact information of the customer and more details about the complaint. Unfortunately at this time, (B)(6) still has not received an "authorization form to release information " from the patient. (B)(6) would need this from the patients in order to release any of their personal information to us. (B)(6) have given the patient's trividia's phone number . They may phone trividia directly .

Event description:
Customer claiming due to incorrect readings, the doctor increased insulin which caused him to end up in hospital. Customer is contacting a lawyer. Customer wants (B)(6) to pay hospital bill. No other info of strip lot # or meter info. Customer was using true metrix on (B)(6) 2016 last order. Which was 5 months ago. Not sure if still using that meter and strips when getting incorrect results. Patient is contacting an attorney.